Event description:
It was reported that while the stimulation is turned off there was an overstimulation sensation. This occurred following a fall. The pt fell and hit his head and stimulator in 2009. The system was not checked at that time. Pt stated he felt like he was getting "tensed" throughout his entire body. Pt reported headaches, swollen gums, and stimulation in his teeth. Pt verified again his stimulator battery had depleted and no longer worked. The pt was at home in fair condition. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).